Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave 2.0 nav catheter was selected for use. At end of the procedure, the guidewire was stuck. Upon removing from body, tissue was entrapped in catheter. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave 2.0 nav catheter was selected for use. At end of the procedure, the guidewire was stuck. Upon removing from body, tissue was entrapped in catheter. The procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was returned with a guidewire inserted. Upon attempting to remove the guidewire, resistance was felt, and the attempt was stopped. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Microscopic analysis of the device identified dried blood, potentially mixed with some tissue, which was seen on the guidewire near the tip of the spline cage. Another attempt was made to remove the guidewire from the catheter, using some force, which resulted in part of the guidewire unraveling, revealing more dried blood and tissue. It is likely that this was event was caused by the advancement or retraction of the guidewire engaging with some tissue. The reported stuck guidewire event was confirmed via analysis.